Event description:
The customer observed a false positive alinity I troponin result generated on an alinity I processing module for a 63-year-old female patient. Sid (B)(6) initial result = 117.5 pg/ml, a new sample generated a result of <4 pg/ml; the initial sample was repeated generating a result of <4 pg/ml. The customer cutoff is <16 pg/ml. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available. This report is being filed on an international product, list number 8p13-34 that has a similar product distributed in the us, list number 4z21, 510k k202525.